Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: competitor ICD, (B)(6) 2009; 5072-52 lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient developed bacteremia. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.